Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture threshold, high impedance on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was discharged from the hospital after the procedure.

Manufacturer narrative:
The reported events of ¿rv lead had high threshold and impedance¿ were not confirmed. As received, a partial lead was returned in two pieces. Electrical, mechanical, and visual analysis was normal with no anomalies found.